Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, over 25x2.1mm target lesion was located in the moderately tortuous proximal to mid left anterior descending(lad) artery. Due to the lesion's lumen diameter, rotational atherectomy was not suitable. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to dilate the target lesion. The balloon was initially inflated at 18 atmospheres 15 seconds. However, during the second inflation between 18-20 atmospheres, the balloon ruptured. The device was completely removed. The physician checked the vessel with an intravascular ultrasound (ivus) and found that the calcium ring was cracked. A 3.0 x 12mm nc quantum apex balloon was then advanced to dilate the target lesion and a 3 x 32mm promus premier stent was deployed to cover the lesion. Angiography showed good result and the procedure was completed. No patient complications were reported and the patient's status was safe and stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall .5mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, over 25x2.1mm target lesion was located in the moderately tortuous proximal to mid left anterior descending(lad) artery. Due to the lesion's lumen diameter, rotational atherectomy was not suitable. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to dilate the target lesion. The balloon was initially inflated at 18 atmospheres 15 seconds. However, during the second inflation between 18-20 atmospheres, the balloon ruptured. The device was completely removed. The physician checked the vessel with an intravascular ultrasound (ivus) and found that the calcium ring was cracked. A 3.0 x 12mm nc quantum apex balloon was then advanced to dilate the target lesion and a 3 x 32mm promus premier stent was deployed to cover the lesion. Angiography showed good result and the procedure was completed. No patient complications were reported and the patient's status was safe and stable.

Manufacturer narrative:
(B)(4).